Event description:
A malfunction on a pump was reported by a customer, with no notable events occurring prior to the malfunction. There was no adverse impact to customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues arose again.